Manufacturer narrative:
This report is submitted on (B)(6) 2023.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2022, to replace the internal magnet. The implanted device remains.